Event description:
It was reported that during an implant procedure, there was noise and oversensing noted on the device after the lead was connected to the device and placed in the pocket. It was also reported that the pocket was reopened, disconnected, and reconnected. However, when the device was placed back in the pocket, the oversensing persisted. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.